Event description:
The customer reported the coulter® act diff 12 analyzer got over range for wbc and a very high hgb for one patient sample. While troubleshooting the customer technical specialist (cts) / call center personnel, the customer found that there was approximately 0.5 cc fluid on top of the lyse cap. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. Erroneous results were not reported outside the laboratory. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer technical specialist (cts) had customer prime lyse and check the diff tainer and found that there was some fluid on top of the lyse cap. Cts had customer snip end of tubing that was cracked, reconnect the tubing and prime lyse reagent to resolve the leak. Service was not dispatched for this event. (B)(4). Cts assisted customer over phone.